Manufacturer narrative:
H3: product analysis of part # 5484306 ; lot # sw20d028, visual inspection revealed the torx edges of the driver have been stripped/deformed. Functional inspection confirmed the driver would attach, and thread onto a sample driver. The driver was able to lock and unlock as well. The damage to the torx tip appears to be from torsional overload and not seating the driver in the head of the screw properly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op of the rep orted screwdriver. Pre-op diagnosis was degenerative disc disease adjacent level disease, l2-l4. It was reported that, the screwdriver tip broke off while attempting to remove previously implanted screws. The procedure or technique performed was oblique lumbar interbody fusion/posterior lumbar fusion for the levels l2-l4 and removal of previous hardware from l4-s1 levels. The previously hardware was removed because the patient was fused at those levels and the hardware was no longer needed. The surgeon was fusing 2 new levels above the previous fusion. There was no fragment of broken instrument remains in patient body. No patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.